Manufacturer narrative:
Philips has investigated this complaint. According to additional information received the system was outside of clinical use when the issue occurred. Customer reported that the a button had been detected, release button for startup. The philips engineer suggested service request, but the service request has been cancelled by the customer so no further information regarding the reported issue. As the customer resolved the issue on their own, no service has been provided from the philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system shows an error "a button has been detected, release button for startup", preventing proper startup. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.